Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the powered handle, adapter and a purple reinforced reload stopped halfway through firing and displayed an error messages indicating excessive force. The surgeon reloaded the device and used a tan 60 mm reload, which still stopped halfway through and showed excessive force. It was noted that the reloads have not been closing fully, and excessive force is considered extremely rare for stomach tissue of this thickness. Intraoperatively, the remnant stomach was found to contain more blood than usual. The leak test was conducted and was successful. The physician retracted the blade after each firing issue and replaced the reload, ultimately completing the case.

Manufacturer narrative:
D.10. Concomitant products: unk-sigadapt, unknown signia egia adapter (serial#: unknown), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#: unknown), sig60avm, tri-staple 2.0 60 artic vasc med sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection noted there were cracks and damage to the external handle housing. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. During the evaluation it was noted the piezo tones were abnormal during testing. The handle was opened up. The handle was disassembled and it was noted that the diaphragm of the piezo was misaligned. It was reported that the handle, adapter, and the reload stopped halfway through firing, displayed an error messages indicating excessive force, and the reloads have not been closing fully. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected unreported conditions of 'handle cracks' and 'damaged housing' that were not related to the reported condition. The product analysis noted evidence that the device was not used as intended. These issues may occur due to rough handling, such as the device being dropped. Another unreported condition was identified of 'system queue being full error' that was not related to the reported condition. The most likely cause for this condition was traced to software coding. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified of 'tier 1 electrical component failure' that was not related to the reported condition. The most likely cause for this condition is due to a component failure. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacture r¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. The power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.